Event description:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that oxygen was leaking from the o2 hose. Identification of issue has been done by analyzing problem description and service report. There was no patient harm. It is unknown if it has been used at the time of the event. Based on technician statement, the o2 hose need to been replaced. No more information has been provided. Purpose of the hose is to supply oxygen to the ventilator. The issue was decided to be reported based on available information as defective o2 hose may lead to stop of ventilation or low o2. Defective parts have not been available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).